Manufacturer narrative:
The intellivue patient monitor mx700 has been confirmed to be malfunctioning. The monitor displays an alarm and speaker failure message, sometimes turns off and after a few seconds turns on again. The fault was found in the main board. The part was sent for replacement and repairs completed. Device remains at customer site.

Event description:
The customer reported a persistent alarm message warning that the loudspeakers are faulty. The device was not in use at time of event and no patient involvement.